Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implanted infusion pump containing lioresal (2000mcg/ml at 736.5mcg per day). The indications for use included intractable spasticity and head/brain injury. On (B)(6) 2017, it was reported that during a refill, the patient's 20cc pump was accidentally filled with 40cc of drug. It was thought that the issue had occurred once before with the same patient, but the date of the first occurrence was unknown. The nurse that filled the pump confirmed that she hit the septum and injected all 40cc. The refill kit used was model 8566. During the call, 20cc was removed from the pump, but it was noted that approximately 20cc were possibly in the pump pocket. The hcp was to address the possible pocket fill and continue to monitor the patient. The pocket fill was confirmed, and the hcp tried to aspirate as much fluid as possible from the pocket. The patient had not experienced any overdose symptoms at the time of the call. Additional information was received from a hcp on 2017-jan-25. It was reported that troubleshooting involved calling the manufacturer technical services line and speaking with hospital pharmacy staff. The pump dose was decreased and the patient's family was given information regarding baclofen overdose. The patient's family was called for the two days following the event, and an emergency room (ER) visit was recommended for overnight observation. The patient's family declined to bring the patient to the e.r.